Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a low heart rate. It was further reported that the right ventricular (rv) lead exhibited fracture and inconsistent capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.